Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. A picture was also provided and reviewed. The picture shows the device inside a pouch, and the metal tip has detached from the irrotational cable. The metal tip is not visible in the picture. Our evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with the black shrink tube twisted where it meets the purple shrink tube, and both shrink tubes have moved slightly from the handle. A visual examination of the returned device shows the solder joint adhering the metal tip to the irrotational cable to be intact. However, the metal tip has broken: a small portion remains soldered to the outside of the tip of the cable, the rest has separated and was not provided with the return. The length of the returned handle and cable is 184.5 cm. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of metal tip detachment from soehendra stent retrievers. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde pancreatography (ercp), the physician used a cook soehendra stent retriever. It was reported that after the catheter was advanced, the tip of device was found broken. The doctor used a basket to retrieve the tip. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.